Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was met while loading the cartridge with insulin and while trying to remove air from the cartridge. An air bubble was observed in the needle tip. The customer disconnected the needle tip and after reconnecting it, insulin was unable to be pushed out. Reportedly, the customer obtained another syringe/needle. Blood glucose was 173 mg/dl.